Event description:
Pt was revised to address pain. Black residue was found on the stem trunion, and there was a gray jelly/paste-type material in underside of head. The cup was loose, with only fibrous layer and no ingrowth.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.